Manufacturer narrative:
A visual eval found that the array could be actuated smoothly. However, some of the tines were found to be bent. The device history record (DHR) of the pertinent lot was performed and no anomalies were noted. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
It was initially reported to boston scientific corp that a leveen coaccess electrode system was used to treat a liver tumor on (B)(6) 2009. According to the complainant, it was not possible to disengage the needle from the cannula. The needle and cannula were removed as a unit without incident. The procedure was not completed; however, there were no pt complications reported as a result of this event. The pt's condition was reported as stable. This event has been deemed a reportable event based on the investigation results; bent tines.